Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom system error 322 through the history log, but could not reproduce it. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced as they are unk contributors to the reported symptom.

Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no pt injury.